Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail reporting toothbrush head bit fell off while she brushed her teeth this morning (B)(6) 2019. No injury was reported. Follow-up: consumer stated she felt the toothbrush head snap away. No injury was reported. Follow-up: consumer stated the toothbrush head broke. No injury was reported.